Event description:
An event involving a spinning spiros®, closed male luer reported that does not seem to attach firmly where it leaked during patient treatment. There were patient involvement and no harm/adverse event reported. The event occurred on two different dates. This report captures two of two incidents.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is plots. (B)(6) - mfg dt: 11/26/2025, exp dt: 10/01/2030 (B)(6) -mfg dt: 12/15/2025, exp dt: 11/01/2030. Additional contact information courtney van dijk the stevens company limited 425 railside drive brampton, l7a 0n8 canada.